Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with the proglide device via a 6f sheath, using the preclose technique, prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, a posterior cuff miss was noticed with the proglide device. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa. The sheath was upsized to an 8f. The aaa procedure was completed and hemostasis was achieved with the pre-placed sutures of the two additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.